Event description:
The customer called to report repeated weak battery test alarms. Troubleshooting was performed and the alarms continues. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display during button pressing due to a damaged liquid crystal display board. Unable to test for currents of confirm any alarms due to the blank display. The insulin pump had a scratched liquid crystal display window and a cracked reservoir tube.